Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that all was well, but they may have had an infection. They were going to see a healthcare professional (hcp) on the day of the report. It was unknown if the issue was resolved at the time of the report. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.